Event description:
Additional information received noted the volume discrepancy occurred several months ago.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11183r13, implanted: (B)(6) 2002, product type; catheter product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory.

Event description:
It was reported that two refills ago, there were 10 extra milliliters left in the pump. The actual and expected residual volumes were not provided, and the cause of the discrepancy was not known. The patient's past refill was noted to have been normal. The medication used within the system was dilaudid. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, it was reported that the patient came in for a refill reporting good days of pain relief and some not so good. The expected residual volume was 5.4; the actual residual volume was 9 ml. Per the patient, every refill was off; some more so than others. The physician planned to continue to monitor; no intervention was planned. The next pump refill was on (B)(6) 2015. The patient status was reported as "alive-no injury". The device system was delivering dilaudid (16.5 mg/ml at 16.496), bupivacaine (5mg/ml at 4.99 mg/day), and clonidine (300 mcg/ml at 299.98 mcg/day). On (B)(6) 2015, the patient reported that she was scheduled for a thoracic and lumbar MRI; it was unclear if it was related to the patient's infusion system. The patient had no symptoms, but did state that she had had problems for 2.5 years.